Manufacturer narrative:
(B)(4). Date sent: 3/20/2024. D4: batch # 400c75. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What trouble shooting steps were taken during the event? Was this the first firing of the procedure? Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned articulated to the left, with the handle shrouds damaged, and with a gst60b reload present. The reload was received unfired. During the functional analysis, a test battery was placed and the end effector articulated to the home position. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. The log indicates that the customer opened the device before the knife had fully retracted, leading to an erroneous complete transection after the next clamp. The device can recover from this by clamping and pressing the home button. It is possible that the knife was partially deployed may have been due to opening the jaws before the knife was fully returned home after firing. It is possible that the damage on the handle shrouds was due to improper handling of the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 400c75, and no non-conformances were identified.

Event description:
It was reported that the ech60s would not fire. Opened and used a new device to complete the procedure. No patient harm.